Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Ap and lateral radiographs of the right knee were reviewed by a radiologist. Findings confirm the presence of a medial unicompartmental knee arthroplasty. There is lateral displacement of the mobile bearing, with associated malalignment and lateral subluxation of the tibial component relative to the femoral component. No fracture or radiographic evidence of implant loosening is observed. Despite the subluxation, the overall implant fit appears appropriate, and the components are well-positioned radiographically. No abnormal radiolucency is seen around the implants. Bearing wear cannot be excluded based on radiographs alone. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent knee revision surgery due to pain, and the diagnosis confirmed that the right bearing had dislocated. The bearing and tibial plate were replaced, although the tibial plate was not loose. Approximately 8 years and 11 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item name: oxford uni twin-peg femoral xs; item number: 166940; lot# j3676246. Item name: oxf uni tib tray sz aa rm PMA; item number: 159532; lot# 3586284. G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.